Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
An impella 5.5 device was surgically inserted via direct aortic access in a 46-year-old female who presented with acute myocardial infarction complicated by cardiogenic shock. The patient had a known history of coronary artery disease and diabetes mellitus and was receiving inotropic support, vasopressors, and mechanical respiratory support. The patient was classified as scai stage e. The device was placed electively in preparation for planned coronary artery bypass graft surgery. During support with the impella 5.5 device, the patient experienced a neurologic event consistent with stroke. Additional information reported significant left internal carotid artery stenosis of approximately 75 percent. The patient experienced stroke during impella 5.5 support. After a comprehensive review of the available information, the reported event did not identify evidence suggesting a causal relationship between the impella 5.5 device and the stroke. The event was more likely attributable to the patient¿s underlying cerebrovascular disease, significant carotid artery stenosis, severe cardiogenic shock, and critical illness in the perioperative setting. The patient survived.

Manufacturer narrative:
D1 (brand name) has been updated. D9 (date device returned to manufacturer) has been added. H3 (device evaluated by manufacturer?) Has been updated. Peri-procedural adverse event/ stroke: the root cause of the injury was unable to be determined due to insufficient clinical details.